Event description:
(B)(4).

Manufacturer narrative:
We provided the customer documentation for what data is required to do an investigation. The customer sent us the copy of the strip that shows there was an alarm, but there was no alarm in the log file that they had us pull. We contacted that the customer to have them retrieve the correct data. The customer contacted us at a later time that they could not extract the alarm history data required to analyze and do our investigations. They had passed the time frame that the cns retains the patient data and that the patient was already discharged.